Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test and had a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test and there was no compromised force sensor system alarm noted. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had gotten a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 4.8 mmol/l. Customer stated that earlier this week she had a motor error alarm during an infusion set change. Customer was advised that the pump will be replaced and returned for analysis.